Manufacturer narrative:
Lead was rec'd on 7/25/98. Final analysis is pending. Co will forward the add'l info as it becomes available.

Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. Explant method: intavascular, superior technique/tools: direct traction with locking sytlet no complications.